Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip slightly opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and once the grasping was performed, mr reduction was good. The clip successfully passed all the deployment tests and the clip was deployed. After deployment, the clip slightly opened and residual mr slightly increased medial to the clip. Although, there was limited area medial to the first clip, there was still presence of mr in the lateral part of the mitral valve; therefore, it was decided to use a second clip. The second clip was implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.